Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error and no image displayed. A root cause could not be identified. Based on the results of the investigation, it is likely that the reported issue was caused by corrosion on the plug unit, connector board switch, and flexible printed circuits. Additionally, the malfunction identified during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope was not connecting to the column. There were no reports of patient harm.